Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient experienced an altered mental status and itching with the location being the stomach. A motor stall that never recovered occurred. As a result of the event, the patient was hospitalized and put on oral baclofen. Diagnostic testing/ troubleshooting had not been performed but would be in the future. It was reported the patient was at the time of report alive with no injury. The device system was used to deliver lioresal. It was later reported that the health care provider (hcp) wanted the pump off until it could be replaced next month. The pump off authorization form was obtained. It was later reported that no replacement had taken place yet as of 2013-(B)(6). The patient was reportedly stable on oral baclofen and it was indicated the device would be returned when replaced.